Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was visited to emergency room then admitted to hospital due to hyperglycemia and also had an infection, on (B)(6) 2020 with 400 mg/dl and 288 mg/dl blood glucose level and treated with insulin at hospital. The insulin pump will not be returned for analysis.